Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged difficulty breathing or short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing or short of breath, other thermal issue. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During an internal investigation an unknown dust contaminant on the flip doors, rear panel, ui panel, bottom enclosure, blower, and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of liquid ingress with an unknown dust contaminant was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water marks on the blower box. Section h6 type of investigation, findings and investigation conclusions has been updated.